Event description:
Healthcare professional reported "ruptured saline implant, fold is positioned significantly lower and grade ii ptosis". Healthcare professional later reported "partially deflated implant drained with needle and scalpel". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - deflation/use error: observed an opening assessed as surgical damage per rga. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9; h3; h6.

Event description:
Healthcare professional reported left side defaltion, fold, grade ii ptosis, and partly deflated implant drained with needle and scalpel. Device has been explanted.